Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead undersensing on the stored electrograms. In addition, the right ventricular (rv) lead had small r waves. The leads remain in use. No patient complications have been reported as a result of this event.